Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a veterinary procedure. A splenectomy was performed on a dog using the suture. Several days later, one of the internal sutures broke and the dog developed a hernia which required surgical repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, internal sutures broke which allowed the internal incision to open up partially. (B)(6) veterinary specialist's surgical report also noted total dehiscence of the linea and that the suture knots were intact at both ends. Patient is doing fine now.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.